Manufacturer narrative:
(B)(4).

Event description:
Patient's wife posted on the dexcom (B)(6) page on (B)(6) 2015, to report that when her husband sleeps with his arm over the sensor for long periods of time the receiver displays that it is out of range. No additional event or patient information is available.